Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4 fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter body proximal to the suture wing. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that PICC was placed by rn on (B)(6) 2024 (no difficulty or issues with placement). Patient was getting home IV therapy and has been coming in weekly for dressing changes that were performed by the vascular access team. PICC was in place for 5 weeks with no known issues until on (B)(6) 2024. Patient came in and had his dressing changes done and lab drawn on (B)(6) in the am with no known issues. Patient called the facility later that afternoon stating he was unable to flush the line. Patient came back in and rn assessed the site and noted drainage under the dressing. Dressing was removed and line was removed. When rn flushed the catheter (outside of the arm) she noted a small hole just above the securement and where the line starts. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC was placed by rn on (B)(6) 2024 (no difficulty or issues with placement). Patient was getting home IV therapy and has been coming in weekly for dressing changes that were performed by the vascular access team. PICC was in place for 5 weeks with no known issues until (B)(6) 2024. Patient came in and had his dressing changes done and lab drawn on (B)(6) in the am with no known issues. Patient called the facility later that afternoon stating he was unable to flush the line. Patient came back in and rn assessed the site and noted drainage under the dressing. Dressing was removed and line was removed. When rn flushed the catheter (outside of the arm) she noted a small hole just above the securement and where the line starts. No other information was provided.